Event description:
It was reported through notification of a lawsuit, that in 2008, plaintiff (pt), a surgical instrument commonly referred to as an "endpouch retriever" was used in a surgical procedure, and plaintiff suffered severe and permanent injuries. On 07/30/09, ees received the operative report, which notes "during the procedure, many gallstones escaped from gallbladder into the peritoneal cavity. According to the op note, it was necessary to use three devices to retrieve the gallbladder and all stones. It is reported that the third device did not release an endobag. The x-ray did not show an endopouch or wire present in the body cavity. An arterial bleeder was noted in the bed of the gallbladder and a laparotomy was performed to control bleeding and no endobag or wire was found after a thorough exploration of the body cavity was performed. Patient consequence is unknown. The op report states the patient was opened due to bleeding.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device status unk. Evaluation summary: as a lot number was not received, a device history review could not be performed.